Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00153. It was reported the patient is no longer receiving stimulation in the lower back and was receiving unintended stimulation in his ribs. An sjm representative reprogrammed but the issue persisted. Images were taken and revealed one lead had migrated. The physician relocated the right lead to its original position. The patient reportedly receives effective stimulation coverage.